Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A physician reported that during cataract surgery on the left eye using an ophthalmic system and ophthalmic handpiece, the handpiece underperformed during nucleus sculpting. The physician observed that it created uneven, fluffy, and less efficient grooves, making nuclear disassembly more challenging and less predictable. The physician also reported repeated observations of excessive posterior capsule surge creating an unstable intraocular environment. . The surgeon stated that system settings require optimization and that parameters were being adjusted to determine the optimal settings. Postoperatively, the patient experienced corneal edema, poor vision, and delayed visual rehabilitation in the eye operated on using the ophthalmic system compared with the fellow eye underwent surgery with another ophthalmic system. The patient was treated with isolde salt solution directly postoperative to expedite recovery from corneal edema and to reduce the extent. The patient subsequently achieved improved vision, and no permanent corneal issues were reported. The patient's condition was resolved. This report pertains to the ophthalmic handpiece involved in the reported event and represents one of eleven reports and one of ten patients from the same facility.